Manufacturer narrative:
It was reported there were defective needles with holes. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a needle assembly with no plastic shield connected to a syringe. The syringe appears to be full of blood. There is a drop of the solution on the needle hub. No other information could be obtained from the photo. A device history record review was completed for provided material number 305166, lot number 1274214. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, and without the physical sample analysis a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd precisionglide¿ needle hub had a hole in it that caused leakage during use. The following information was provided by the initial reporter: "defect needles with hole cause leakage".